Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow device displays the error message "runaway". Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "runaway" was found before use at the advent health. The device was directly involved in the incident. The failure could not be confirmed. According to the service report (B)(4) dated on 2020-05-27 a getinge service technician checked the functionality and calibration of the rotaflow. The device was tested in the revolutions per minute (rpm) mode and the liters per minute (lpm) mode. The device ran at various rpm's. No error message occurred. The rotaflow was safety tested. The device was released for clinical use. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.3 was reviewed on 2020-06-26 with the following outcome: (un)intentional stop of the pump, e.g.: defective motor control electronics, pump stop intervention after technical error (e.g. Pump runaway, error head), sensor error (bubble, level, pressure(in hl20 mode), flow), software error. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).